Event description:
It was reported patient was given a denture without proper alignment, causing the mechanical forces to produce bone loss and the implant failed. Had to remove and bone graft maxilla. Tooth 6. Per indicated: surgical/medical intervention required for permanent damage: yes, bone grafting. Additional appointment required: yes, evaluate bone after grafting to see if new implants can be placed. Symptoms as a result of the event: pain, inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.